Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown citation stem (monolithic). It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a right hip revision done due to a loose stem.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, operative reports, progress notes, and x-rays are needed to fully investigate the event and to establish what the indication for surgery was. The reported event regarding revision of a citation tmzf ha short size#4r was not confirmed.

Event description:
It was reported that there was a right hip revision done due to a loose stem.